Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d4, d5, h6, h10, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-jul-2022 to 16-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer was not being detected on the system. The field service engineer dialed into the station and assisted the customer with reseating the drawer to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported by the customer that a bdpyxis medstation es system device main drawer was not detected on the communication bus during an active procedure. The customer mentioned that there was a delay to patient care for 4-5 hours but were able to retrieve medications from another machine in the operation room department. The customer was unsure about the name of the procedure. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the drawer was not being detected on the system. A field service engineer has dialed into the station and assisted the customer with reseating the drawer to resolve the issue. The system functioned as intended.

Event description:
It was reported by the customer that the pyxis medstation es system device main drawer was not detected on the communication bus during an active procedure. The customer mentioned that there was a delay to patient care for 4-5 hours but were able to retrieve medications from another machine in the operation room department. The customer was unsure about the name of the procedure. There were no adverse events or injuries reported based on this event.